Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The buttons on the insulin pump were unresponsive due to unlocked lcd keypad connector. The device had minor scratches on the lcd window and it cracked reservoir tube lip.

Event description:
It was reported that the insulin pump buttons were unresponsive. Customer's blood glucose was 142 mg/dl. Customer stated the down button was not working during bolus. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.